Manufacturer narrative:
Device not returned to manufacturer

Event description:
Mobi-c (B)(4): revision due to nerve pain. Recurrence of nerve pain to right arm after a two level disk replacement. Recurrent foraminal stenosis on the right hand side at c5-c6. Device removed to fusion. Due to probable implant migration/subsidence patient condition is good following the revision surgery. Probably not device-related according to surgeon. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Revision due to pain can have several root cause as incorrect cleaning, incorrect compression... Information provided couldn't allow to define the likely root cause. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown h3 other text : device discarded by hospital

Event description:
Mobi-c p&f us : revision due to nerve pain. Initial surgery, two level : c5-6 & c6-7, on (B)(6) 2016. Then recurrence of nerve pain to right arm. Recurrent foraminal stenosis on the right hand side at c5-c6. Device removed in c5-6 for fusion on14/jun/2016. Due to probable implant migration/subsidence patient condition is good following the revision surgery. Probably not device-related according to surgeon.